Event description:
Boston scientific received information that this atrial lead was removed from service due to a fracture. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned terminal segment was performed. Visual inspection noted the outer coils were slightly stretched at the distal end. Resistance testing confirmed the electrical continuity of the lead segment. Final analysis was unable to confirm the reported clinical observation of a lead fracture of the returned lead portion. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was returned for testing and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.